Event description:
It was reported that, "as we are inserting the screws, I noticed that some of the screws had a white debris on them and also noticed that other screws in the set were discolored. Talked to the warehouse guy at the (B)(4) branch he will return the whole set back to (B)(4)."

Manufacturer narrative:
Investigation in process but not yet complete.